Manufacturer narrative:
Correction to g2 to add the foreign country (B)(6). Correction to h4, the date the device was manufactured was 12feb2008. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the white fibrous debris entered the air/water channel, clogging the nozzle. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with instructions for use. The following is included in the instructions for use (IFU) and may have prevented foreign material clogging the air/water channel: ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ the following is included in the instructions for use (IFU) and may have prevented improper reprocessing: ¿precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer, channels three (3), four (4), and five (5) were blocked on the evis lucera colonovideoscope. The issue was found during reprocessing. The intended procedure was completed with the same device. No patient harm reported. During the evaluation of the device, it was noted there was foreign debris protruding from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the foreign debris protruding from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The air/water channel had blockage. Foreign debris was found protruding from the air/water nozzle. The debris in the nozzle was a fibrous material, which did not originate from the olympus endoscope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.